Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 450 mg/dl. It was also reported the customer had ketones in their urine. Customer had treated their blood glucose with a manual injection of levimere. It was also found the customer had symptoms of diabetes ketoacidosis due to their high blood glucose. Customer declined to troubleshoot any further as the customer believed their insulin pump was functional. It was also found the customer did not have a bent cannula after removing their infusion set. The customer's blood glucose was 380 mg/dl at the end of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.